Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The therapy pcb was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device would not detect ECG through the paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not detect ECG through the paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The therapy pcb was returned to stryker for further evaluation. It was confirmed that the therapy pcb does not detect a patient load through paddles and does not charge energy. The root cause was determined to be a shorted +/- 5v ECG powerline on the therapy pcb.

Event description:
The customer contacted stryker to report that their device would not detect ECG through the paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.